Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent bilateral total knee arthroplasty on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 due to infection. During the procedure, the bearings were removed and replaced in both knees. Subsequently, patient was revised again on (B)(6) 2016 due to a family member bumping the knee, and the locking bar backing out. Upon removal, it was noted that the locking bar was bent. No further information has been provided.